Manufacturer narrative:
Concomitant medical product: product ID: 8709, lot# l55565, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a 34 year old male patient receiving intrathecal gablofen 2000mcg/ml at 500mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity. The concomitant medications were baclofen oral 30mg twice daily, and patient history included spastic quad cerebral palsy. It was reported that the pump had been dry for approximately one month ((B)(6) 2015), and the patient had symptoms of low fever 100.4, sweaty, and higher tone (increased tone) for the past month. It was noted that the patient was a non-communicative cerebral palsy patient. The patient will be refilled today ((B)(6) 2015), and the hcp was trying to determine the new dose since the patient has been without drug. Additional information received from the hcp reported that the family failed to schedule the refill appointment, thus the cause for the empty pump. If additional information is received this report will be updated.